Manufacturer narrative:
The device was returned to nuvasive and the complaint was confirmed. Examination of the returned device was completed by nuvasive and the fracture pattern identified was consistent with excessive force fracture. Review of the information received identified the tip fractured during impaction indicating excessive off-angled force as the likely cause. The root cause was determined to be the result of off-angled excessive force applied during impaction and the result of technique. The unretrieved tip in the patient is not a concern for migration as it was reportedly firmly secured in the cage. No additional investigation required. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
During a spinal procedure the tip was fractured off inside the cage and left in-situ. No patient injury or consequence was reported.